Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre displayed a sensor error message after 4 days of wear. The customer further reported feeling tired with ¿low levels¿. The customer self-presented at the emergency care where a reading of 328 mg/dl was obtained from an unspecified source. Insulin (unknown dose/type) and unspecified "pills" were administered as treatment. There was no report of death or permanent impairment associated with this event.